Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impendence resulted in eri. Battery depletion was indicated as elective replacement indicator caused by premature depletion was noted on (B)(4) 2011 prior to explant. Software version 8 installed on (B)(4) 2011.